Event description:
On (B)(6) 2014, it was reported that the patient and her mother were questioning the accuracy of the bolus recommendations provided by his blood glucose monitor. The patient's endocrinologist stated that the device showed a recommendation of 50 units of insulin when it should have been 5 units of insulin. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).